Event description:
Power on reset parameters. It was also reported that an electrical reset was noted on device interrogation. Attempts to obtain additional information was unsuccessful; it is unknown if there was any intervention. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data (B)(4) collected from the device and have analyzed the data. (B)(4) power on reset - power on reset parameters (B)(4) 1 - por for write to locked ram, addr=11ca, data=ee, on (B)(4)-2006 16:14:53.1 - patient alert for por on (B)(4)-2006 15:14:53.